Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a low anterior resection, after firing and removing the device, it was noticed that the anastomoses was not fully cut. The washer did not break, and the knife blade looked bent after removing. The doctor had to remove extra colon and redo the anastomoses. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 02/10/2020. D4: batch # t5ap1n. Device analysis: the analysis results found that the cdh29p device arrived with the knife damaged and guide face. The off-centered knife mark on the anvil suggests that the knife had hit the anvil asymmetrically during the firing. In the process, the knife seemingly hit a (linear) staple that was already in the tissue that lodged itself into the knife and staple pockets. This ultimately led the knife to deform. It is suspected that the tissue was loaded off-center during the procedure. The device probably had far more tissue on one side than the other. The heat stakes on the knife were also found to be damaged. It is suspected that this damage occurred upon retraction of the knife, as it was partially stuck to the guide (staple pockets) by means of the deformed linear staple. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 02/03/2020.

Manufacturer narrative:
(B)(4). Date sent: 03/19/2020. D4: batch # t5ap1n. H10 - corrected data: device analysis: the analysis results found that the cdh29p device arrived with damage to the knife, heat stakes and guide face. Also, indentations on the anvil was observed. No functional test was performed due to condition of the returned device. It was determined that the device was fired over a hard object with two raised areas such as forceps, which resulted in deformation of the knife. Upon retraction, the knife seemingly damaged the guide face and broke loose of the heat stakes. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Please refer the IFU for proper handle of the device.